Manufacturer narrative:
Continuation of concomitant products: product ID 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (B)(4) found that connector pin bent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported connector pin was slightly bent, was not charging up recharger and recharger was now empty, patient was unable to charge ins which was now empty. A replacement desktop charger would be sent, ac adaptor connector was bent. No patient complications were reported as a result of this event.